Event description:
It was reported that the tip was broken.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The 3.4mm loosebody graper w/ ratchet was inspected and a piece of the jaw tip broke off, the missing piece of the jaw tip was not received with the instrument. It¿s possible that the instrument was used on hard matter causing the jaw tip to break. Probable root cause/s could be improper use/user excessive force. Instrument was used on hard material. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip was broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.